Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the serial number was not provided. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Often moderate to high regurgitation requiring reoperation in the early post-operative period is due to procedural related issues and is unrelated to the device. A definitive root cause could not be determined at this time. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learnt through review of the article ¿transapical transcatheter valve-in-valve implantation for failed mitral bioprostheses: gradient, symptoms, and functional status in 18 high-risk patients up to 5 years¿. Author: dr. Alfredo giuseppe cerillo et al. Published on the annals of thoracic surgery 2016;102:1289-95. In the context of this article, it was identified that a (B)(6) female patient (patient 11 in the article) with a failed 27 mm edwards mitral valve underwent surgery for valve in valve replacement due to moderate-severe regurgitation (grade 3+) and high gradient (mean gradient 15 mmhg) after a maximum implant duration of 2 (two) years. A 26 mm edwards transcatheter valve was implanted within the disabled valve through transapical approach. There was no major complication reported and the thv valve function was satisfactory at discharge.

Manufacturer narrative:
Additional manufacturer narrative: corrected data: stenosis instead of high gradient.

Event description:
Patient had stenosis (mean gradient 15 mmhg) as well.